Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 600 mg/dl between 4 and 24 hours of wearing the pod. The patient was experiencing high bg levels, nausea, vomiting, and fatigue. The patient went to the hospital to seek medical attention where they were admitted and diagnosed with diabetic ketoacidosis. The patient reported being treated with fluids and insulin. The patient also reported experiencing pain and they were diagnosed with a urinary tract infection. Antibiotics and nausea medication were provided. At the time of contact on (B)(6) 2025, the patient was currently in the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.